Event description:
It was reported that pump displayed cartridge change error that persisted even after customer tried to load multiple new cartridges using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, and attempted to reload cartridge without success, so technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to use multiple daily injections as backup therapy, and guided customer to place pump in storage mode and return it using pre-paid label, which customer understood and acknowledged.